Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was inserted into the patient's anatomy, but the advancement was difficult due to the severe calcification observed in the common iliac artery (cia) and it was removed. Upon withdrawing, blood was adhered to the valve, and the ds was observed to be flared at the valve capsule. Bougie dilation was performed using only the inner dilator of 20 fr, unknown vascular access sheath followed by a plain old balloon angioplasty (poba). A second 27mm, navitor vision was loaded with the new large flexnav ds, the advancement remained unsuccessful. Due to the stress from the second ds, a vascular dissection occurred in the cia leading to a prosthetic graft replacement surgery. As more than 45 minutes had elapsed since completion of loading of the second valve due to the surgical intervention, both the valve and ds were replaced with a new 27mm, navitor vision valve and a new large flexnav ds. The valve was able to be deployed successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
It was reported that during the navitor procedure advancement difficulty encountered was encountered with the delivery system (ds) due to the severe calcification in the common iliac artery (cia). Upon withdrawal, the ds was observed to be flared at the valve capsule. The device was not returned to abbott for analysis. Based on the information received, the reported advancement difficulty appears consistent with the patient's anatomical condition. The procedural challenges encountered while attempting to advance the delivery system may have contributed to the observed valve capsule damage. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Calcification was observed in the common iliac artery (cia). During the procedure, the ds did not pass through the cia, bougienage was performed using only the inner tube of the 20 fr non-abbott introducer sheath, and plain old balloon angioplasty (poba) was carried out, but it still did not pass. Due to the stress from the ds, the cia was damaged and an artificial graft was replacement was undergone and the valve was able to be implanted successfully. There was no clinically significant delay reported. The patient was in a stable condition.